Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient experienced beeping tones from their device and went to the hospital. It was seen that the shock impedance from the right ventricular (rv) lead had gradually increased over the year to an out of range measurement (>125 ohms). The physician performed an integrity test and all measurements were in range besides the shock impedance. Because the device had less than one year to the elective replacement indicator (eri), the physician elected to explant and replace the device. The rv lead was left implanted and once connected to the device, the shock impedance was high, but in range (120 ohms). The patient was discharged and is being monitoring remotely. The rv lead remains implanted and in service.

Event description:
It was reported that since the last follow-up, this system has exhibited high, out-of-range shock impedance measurements from the right ventricular (rv) lead (>200 ohms). A 1.1j commanded shock was performed which revealed an open-circuit red alert. The patient was hospitalized and is pending a rv lead revision procedure to resolve the event. Additional information has been requested regarding the procedure, but has not yet been received. At this time, the system remains implanted and in-service. No additional adverse patient consequences were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.